Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 506 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the insulin pump received insulin flow blocked alarm. The customer performed self test and it passed. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.